Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that on (B)(6) 2017, a kink was found in catheter in 30mins after intra-aortic balloon (iab) insertion on a patient. Replaced iab to continue therapy however a kink was found in this catheter, too. Removed iab and therapy was discontinued. No patient injury was reported. This MDR is for the second device reported in this event.

Manufacturer narrative:
The product was returned on (B)(6) 2017, but that was not reflected in on the original emdr submitted on 23october2017. Device evaluation: the product was returned with the membrane completely unfolded and blood was visible on the exterior. One kink was found on the catheter tubing approximately 75.9cm from the iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on 29/sep/2017, a kink was found in catheter in 30mins after intra-aortic balloon (iab) insertion on a patient. Replaced iab to continue therapy however a kink was found in this catheter, too. Removed iab and therapy was discontinued. No patient injury was reported. This MDR is for the second device reported in this event.